Event description:
It was reported that the patient experienced. Log file review found no external power, power cable disconnect, and low voltage alarms on (B)(6), 2023 at 10:32 pm due to total loss of power while connected to the mobile power unit (mpu). No external power alarms due to double power cable disconnects were also noted on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted controller event log file contained approximately 3 days of data on (B)(6) 2023 per the timestamp. Low voltage hazard, power cable disconnect and no external power alarms were observed on (B)(6) 2023 from 22:32:01 to 22:32:05 due to a loss of ac power occurring while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the losses of external power. Additional information provided stated that the mpu was not exchanged and would not be returned for evaluation. The root cause of the reported event was determined to be the ac power cord becoming loose from the wall outlet, per the reported information. The device history records were reviewed and the records revealed that the mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.